Manufacturer narrative:
A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to version 0.17.7, released in late december 2021, to detect and cancel the test instead of releasing false positive results.

Event description:
Customer reported two suspected false positive results and provided information: individual 1: positive (B)(6) 2006 (sn (B)(4)), negative (B)(6) 2022 (sn (B)(4). No other confirmatory test, no symptoms, no known exposure, double vaxxed, and cartridges stored within optimal temps. Individual 2: positive (B)(6) 2022 (sn (B)(4)), negative (B)(6) 2022 (sn (B)(4)). No other confirmatory test, no symptoms, no known exposure, double vaxxed, and cartridges stored within optimal temps.

Manufacturer narrative:
Investigation conclusion: response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications.to better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results.